Event description:
The rotary control knob (dail) was placed on rate, the pump display read "vtbi" (volume to be infused). The device was returned from clinical service with a note that read: "dial does not do selected function". Reportedly, on channel c, an infusion was initiated and the device was programmed with a rate and vtbi. However, when the pump parameters needed to be changed, the vtbi could be reprogrammed, but when the rotary control knob was placed on rate, the pump screen displayed "vtbi". When the arrow buttons were used to change the numeric value, the vtbi was changed, but the rate remained at the original setting. The nurse noted that the rate was not changed and removed the pump from clinical service. There was no reported adverse patient event. Though requested, there was no further information available.